Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that is not satisfied with this article code-batch. Although the product label is the same as before, the length of the thread is 65 cm instead of 60 cm as stated on the label. The operating theatre staff has to pay attention to this and cut the suture, which takes a long time during the procedure. It occurred before use.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of the same code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 48 closed samples for analysis. We have checked 1 thread from 10 different closed samples and the lengths are complaint (66.1 cm, 63.7 cm, 64.7 cm, 64.2 cm, 64.2 cm, 64.7 cm, 63.8 cm, 64.1 cm and 64.0 cm). Between 3.7 - 6.1 cm more than the described in the product description. According to the specifications, the thread length should not be less than 95% of the total suture length indicated on the package. Therefore, the thread lengths of the tested samples are conform. The real length of the sutures could present some small variations during the product production process. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for length. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.